Manufacturer narrative:
H4: device manufactured between december 10, 2019 to december 11, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume intermate ruptured during filling with fluorouracil. There was no patient involvement. No additional information is available.